Event description:
Info received indicates the brake pedal is hard to set and the left head caster continues to ratchet after the brake is set.

Manufacturer narrative:
The technician replaced the left head caster to repair the stretcher.